Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 401 mg/dl at the time of the incident. The customer was unable to continue troubleshooting as she reported that she forgot to do a correction bolus prior to eating. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.